Event description:
Customer reported two blood glucose results of clinically significant variation from the same dosed strip on inform system 1: lo, which on the inform system indicates a result less than 10 mg/dl, and 96 mg/dl within 10 minutes. Also reported within 10 minutes of these readings were 196 mg/dl and 319 mg/dl on inform system 1, and 85 mg/dl on inform system 2. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A result was made for the return of the systems, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch for report on inform system 1.